Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the power consumption of the battery of this implantable device was higher than expected. It appeared that there was a lot of high rate atrial sensing. Consider methods to reduce the high rate atrial sensing, device reprogramming and monitoring were recommended at that time. Later on, the battery of this implantable device was suspected to be depleting prematurely as the power consumption was still higher than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.